Event description:
It was reported that the spinal cord stimulation (scs) system was reprogrammed. The patient's impedances were normal and the coverage to his left arm, shoulder, and neck was good.

Event description:
It was reported that there were high impedances. The manufacturer representative was in an intra-operative procedure and measured impedances on an implant. The case values were all out of range, high but bipolar impedances were normal. They did not test the impedances in the pocket. The manufacturer would try to place the implantable neurostimulator (ins) in the pocket prior to testing impedances. It was later reported that ever since the patient had his battery replacement surgery, his arm was hurting him and didn¿t feel like it did before. The ins replacement was due to normal battery depletion. The patient had an appointment with the manufacturer r epresentative the next week after the report who would try to tweak the programming. Information regarding impedance measurements, cause of the impedance issue, and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID neu_unknown_ext, product type extension.